Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the siderails. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of siderail latch but gives out if force is used were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
A other health care professional contacted technical service to report that compella rent us scale pd ppm siderail was false latching . There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.